Event description:
The customer reported experiencing intermittent cartridge alarms. The customer's blood glucose level was 610 mg/dl. The customer administered a corrective injection via multiple daily injections (mdi). Reportedly, the customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.